Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information currently unavailable. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2016, the technologist at (B)(6) hospital in (B)(6) reported that as they were accessing the table from the patient foot step of their legacy fluoroscopic device, the lower table tub cover partially detached. The technologist did not fall and there was no injury.

Manufacturer narrative:
Ge healthcare¿s investigation has completed and the root cause was determined to be a servicing error as the ge field engineer did not use approved parts or loctite during replacement of the lower tub during a previous service event. In addition, it was determined the ge field engineer performed the planned maintenance requirements using only the planned maintenance checklist instead of referring to the planned maintenance procedure. As an immediate correction, the ge field engineer was reminded to refer to the renewal parts manual for approved parts in addition to a reminder to always refer to the product planned maintenance procedure when performing planned maintenance activities. Ge healthcare is also initiating an action in the field to inspect both the table tub and patient step mounting hardware and replace if needed. This field action was reported to the FDA per 21 cfr part 806 under correction and removal number (B)(4) on 15-feb-2017.